Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during an implant attempt, the doctor experienced difficulty in crossing the tricuspid valve with the lead. The doctor has been implanting this lead model for the past two years and found that the lead was floppy; it was not stiff enough. The lead was successfully implanted and the doctor would like to know if there have been any changes made to the lead model. No patient complications have been reported as a result of this event.